Event description:
It was reported that during remote follow up, there was noise oversensend on atrial lead and resulted in inappropriate automatic mode switch (ams), and noise oversensend on the right ventricular (rv) lead. Noise reversion pacing mode activated. No changes or interventions were made at this stage. There were no patient consequences.